Manufacturer narrative:
The device was discarded during initial case, therefore, the device was not able to be investigated. DHR review for reported lot was evaluated and there were no indications that the device contributed to the complaint.

Event description:
A patient was returned to surgery on the same evening, following an initial sleeve gastrectomy procedure performed earlier in the day, which had used the titan standard gastric stapler. During the initial case, no staple line bleeding was observed. That evening, the patient was returned to surgery and two liters of blood removed. Bleeding was observed at two locations, one at the antrum and one just below the omentopexy that was performed during the initial case earlier that day. The bleeding locations were identified as pin hole bleeding sites. Clips were applied and floseal was used. The patient was discharged the following day and no additional patient consequences reported.